Manufacturer narrative:
The investigation has determined that discordant, higher than expected vitros tsh results were obtained from multiple patient samples when tested on a vitros 3600 immunodiagnostic system using vitros tsh reagent lot 5980. The results were discordant when compared to tsh results obtained from a non-vitros (abbott) system. A definitive assignable cause could not be determined. Based on the investigation the most likely cause is a sample related issue due to the medical condition of the patients, however, this could not be confirmed. No further testing was performed, therefore an interferent that affects the vitros tsh reagent assay and not the abbott tsh assay could not be ruled out as a contributor to the event. The investigation found no evidence the vitros tsh reagent malfunctioned. There was no evidence to suggest an instrument malfunction on either vitros 3600 immunodiagnostic system. However, precision testing was not conducted on both instruments around the time of the event, therefore, an instrument issue cannot be entirely ruled out as a contributor to the event.

Event description:
The investigation determined that discordant, higher than expected tsh patient sample results obtained using vitros immunodiagnostic products tsh reagent on two vitros 3600 immunodiagnostic systems. The results were discordant when compared to tsh results obtained using a non-vitros (abbott) system. (B)(6) 2019 - patient 1, vitros tsh result of 7.27 miu/l (hypothyroid) versus the abbott result of 4.21 miu/l (euthyroid) (B)(6) 2020 - patient 1, vitros tsh results of 6.56 miu/l and 6.67 miu/l (hypothyroid) versus the abbott result of 4.21 miu/l (euthyroid) (B)(6) 2020 - patient 2, vitros tsh result ((B)(6) 2020) of 7.80 miu/l (hypothyroid) versus the abbott result of 4.61 miu/l (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, higher than expected vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 2 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).